Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B) (6) 2010, pt reported she was admitted to the hospital on saturday (B) (6) 2010 due to elevated blood glucose and was discharged this morning ((B) (6) 2010). Pt stated she started to feel bad on (B) (6) 2010 and normally would give herself 5 units of insulin in the afternoon, but didn't because she felt so bad. Pt's target blood glucose range is 60-180 mg/dl. Pt reported blood glucose readings on (B) (6) 2010 ranging from 316-336 mg/dl. Pt stated she gave herself correction boluses and felt better initially and began to not feel well again later. Pt reported she had someone take her to the hospital where she was admitted with a blood glucose in the 400's mg/dl. Pt stated they disconnected her from her infusion device to regulate her blood glucose and was placed on insulin IV. Pt reported she thinks she had a stomach virus, but the hospital did not give her any info about that. Pt stated she was just discharged and decided to go on her backup infusion device about an hour ago. Advised pt that her possible stomach virus and not taking her insulin could have contributed to elevated blood glucose. Assisted pt with switching to her primary infusion device. Advised to continue to monitor her blood glucose. Pt reported her blood glucose has returned to normal. No product return was requested.